Manufacturer narrative:
(B)(4). Carefusion has received the suspect device, a sipap ventilator, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed error code e80 (audible alarm module not functioning). The unit is "inop". A carefusion sales representative evaluated the unit and was able to clear the error code. There were no loose connections on the unit. The customer used the device for a couple of weeks without any issues and then the e80 error code reappeared. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device initially duplicated the reported issue, however, the issue corrected itself after the unit was physically manipulated. The investigation isolated the issue to the speaker assembly as the most likely cause.